Event description:
The affiliate reported that the patient had a vp shunt removed and replaced with an evd. The patient was on continual drainage and was being treated for infection at the hospital. The patient was lying in bed when she turned over on her side and reported feeling wet. The nurse observed that the line had completely come apart near the csf sampling port. As a result, the drainage bag was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that traces of glue were found on the needless port, and on the tubing. Although it is not possible to determine how the tubing became disconnected, it might be possible that when the patient turned over, the tubing got caught and was pulled a part, but this could not be determined. The current quality inspection for these assemblies is established to 100% test for leaks and blockages. A review of the history device records was not possible as the lot number was not provided by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.